Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the loss of therapy was not determined. The patient had device explanted due to needing an MRI. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, and a healthcare provider via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and bowel dysfunction/sacral nerve stim. It was reported that ¿in the beginning the device a little then it faded off;¿ they didn¿t feel like the device was doing much good. It was noted that they went through their programmer this weekend on they only have one program; they wanted to talk to someone about programming and how to get more programs. It was recommended that they follow up with their healthcare provider to discuss additional programs as they would need to be added by the hcp. However, the patient also mentioned that they were having the device removed the following day, partially because they needed to have an MRI. The next day the healthcare provider reported that the system was explanted on (B)(6) 2019 due to needing an MRI. No further patient complications are anticipated or expected as a result of this event.